Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
Conmed received a medwatch report submitted by the user facility. In this report, the user facility stated that post bronchoscopy procedure, the 130 microbiology brush's tip was noticed to be missing. Attempts were made to search for the detached tip on the patient and in the bronchial lavage, but the device's tip was not found. Upon multiple attempts to gather information, the reporter stated that no additional information regarding the patient status or procedure will be made available. The only information provided is the medwatch, which makes no mention/report of any procedural delays or patient injury. This report is raised on the basis of a reported malfunction, due to which, part of the device detached and it's location is unknown.